Manufacturer narrative:
It was reported that the syringe components in the pack "seem to explode or come apart during procedures." Reportedly, this has occurred when the component has been used as a contrast syringe. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two (2) used samples were returned for evaluation. In both samples, the plungers were removed with one (1) plunger noted to have the black rubber stopper detached and in the barrel of a syringe. No damage or defects were noted with the second syringe and plunger. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe components in the pack "seem to explode or come apart during procedures."